Event description:
It was reported that, "patient is experiencing pain, pain in his thigh, he does not have proper range of motion. Is hard for him to put on sneakers because he has to bend and he feels pain. Wanted to know if any items were part of recall and according to member of regulatory the above listed items were not."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.